Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was reported to be 89 mg/dl. Customer reported that health care provider would be contacted for alternate insulin therapy. During follow up same day, customer reported that bg level had increased to 267 mg/dl and customer had used manual insulin injections to treat elevated level. During the report with tandem technical support,, customer's speech was slurred and customer could not complete sentences. Tandem technical support spoke with customer¿s husband who reported that customer¿s bg level was low and customer would be taken to the emergency room (ER). Husband gave customer a glucose tablet. At the ER, customer¿s bg level was reported to be 12 mg/dl. Customer was treated with two glucagon injections. Customer was released from the ER with fatigue, bg level 120-130 mg/dl, and reported to be ¿ok¿. Per reported information, both high and low bg events occurred while customer was using manual injections and were unrelated to the cartridge alarm 19.